Event description:
A dns received a call about the customer's death. Customer passed away in their dorm room. Family member stated that the customer and friends left the campus to go to a friend's house. On the way to the house, they stopped for dinner. During the night the customer woke up vomiting and drove back to the dorm to lay down and it seems that shortly afterwards passed away. It was assumed that the customer had food poisoning from dinner. It stated that the medical examiner ruled the cause of death was diabetic complications.